Event description:
It was reported that the customer was hospitalized on 12/15/2014 for a diabetic ketoacidosis. Her blood glucose level was 499 mg/dl. The customer corrected her blood glucose level with insulin drip. She also had ketones. Air pockets were found in the tubing. The customer continued to use her insulin pump in the hospital. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window corners, missing end cap sticker, broken belt clip slot, and stripped cap coin slot.